Manufacturer narrative:
(B)(4). The customer reported that when they ran an ops check on the unit the display started flashing and the unit made a crackling sound and then rebooted. The unit then showed a "power interrupted" message and then failed the defib test in opcheck. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when they ran an ops check on the unit the display started flashing and the unit made a cracking sound and then rebooted. The unit then showed a "power interrupted" message and then failed the defib test in opcheck.